Event description:
It was reported that review of presenting electrogram found this left ventricular (lv) lead exhibited loss of capture. It was noted the patient does have their own intrinsic rhythm. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).